Event description:
A registered nurse (rn) from hospice went the check on a customer. The rn found customer's friend non responsive. Rn tested friend with customer's device and result=156 mg/dl at 1:55 p.m. Rn called 911. Paramedics tested friend with their device and result=37 mg/dl. Paramedics gave friend an amp of dextrose and took pt to the emergency room. No controls were used. Strips were stored outside of original container. A request for return product was made and replacement product was sent.